Event description:
It was reported that the pump stopped all insulin delivery. There was no impact tothe customer's blood glucose level. The customer's blood glucose level was reported to be at target level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.